Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. However, it passed the idle current test, run current test, selftest, unexpected restart error test, off no power test, rewind, basic occlusion test and displacement test. Device was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was replaced five years ago due to an unexpected restart but she could not find the device to return. She had been looking for it and finally found it. The insulin pump was returned for analysis.